Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer¿s blood glucose (bg) level was ¿high¿, however, a specific bg value was not provided. Reportedly, the customer administered a manual injection to address bg level. The customer reverted to an alternate method of insulin therapy.